Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information received: the patient returned to the doctor with the complaints, during the diagnostics, they found the failure of the stapler suture along the entire length. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by ¿failure of stapler suture along the entire length¿? What was the procedure? What tissue was device attempted to be fire on? Any staple formation issue identified throughout the care of the patient? How was the issue addressed? What is the current patient status? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified as part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during the procedure device echelon ec60a blocked during the first hiring with reload ecr60d. The device did not sew and cut. The doctor unlocked the device by pushing the red button and returned the knife into the device. During the second positioning on the tissue the device and the reload again blocked. In the viewing window there was a sign "blocked". The device did not sew and cut. The doctor made a decision to replace the device and the reload. No patient impact.

Manufacturer narrative:
(B)(4). Date sent: 12/14/2021. D4: batch # 102a63. H6: component code =g06. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with the joint cover damage and with a ecr60d partially fired 1/16 reload loaded on the device. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.